Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the cheeks with 1 ml of juvéderm¿ voluma¿ with lidocaine, in the chin (c6) with 1 ml of juvéderm ultra plus¿ xc, and in the jawline (jw4) with 1 ml of juvéderm® volux¿. About a month later, the patient suddenly presented erythematous nodules in the lower face region (both sides of chin and jawline - jw4), associate with pain and discomfort. Hcp noted that the events were not related to all products. The event was assessed as not related to juvéderm¿ voluma¿ with lidocaine. On the same day, the patient was started on duricef x 2 weeks and prednisone x 2 weeks. Hcp added, ¿inflammatory nodules at volux injection site. Associated with pain which resolved after 1 dose of prednisone. Hyaluronidase not yet injected.¿ the symptoms have not resolved.